Event description:
Rptr's bac-to-back testing, same fingerstick, resulted in blood glucose readings of 71 and 91 mg/dl respectively. Rptr stated she had combined 2 vials of teststrips (same code) for storage. Rptr had no control solution. Rptr was not experiencing any symptoms.